Event description:
On (B)(6) 2004, the patient was implanted with three original gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2011, a follow-up angiogram confirmed a distal type I endoleak in the right common iliac artery. On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component to treat the type I endoleak. This type I was resolved, and the patient tolerated this procedure. On an unknown date in the first week of (B)(6) 2013, a follow-up doppler ultrasound detected blood flow into the aneurismal sac from an indeterminate origin. The physician suspected endotension had contributed to aneurismal growth from a reported 5.7 to 6.3 cm in diameter. On (B)(6) 2013, the physician relined the patient's stent graft system with low-permeability gore excluder aaa endoprosthesis. The procedure was completed with no evidence of endoleak or endotension. The patient tolerated the procedure.

Manufacturer narrative:
Additional excluder components included in this report: pcc161000/03087461, pca280300/031480901. Results: a review of manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.